Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle clogged during priming while using the bd nano¿ 2nd gen pen needle. There was no report of patient impact. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow. No re-use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle clogged during priming while using the bd nano¿ 2nd gen pen needle. There was no report of patient impact. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow. No re-use."

Event description:
It was reported that the needle clogged during priming while using the bd nano¿ 2nd gen pen needle. There was no report of patient impact. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow. No re-use."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.